Event description:
It was reported that this pacemaker was exhibiting oversensing of noise on the right ventricular channel. The source of the noise was thought to be due to the minute ventilation signal, however further review of the system by boston scientific technical services confirmed the source of the noise to be electromagnetic interference. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.